Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure due to normal elective replacement indicator (eri). During procedure, noise resulting in oversensing was noted on the right atrial lead. The right atrial lead was explanted and replaced. The patient was in stable condition.